Event description:
An incident where the dialysate, effluent and replacement pumps speed up 1-2 minutes into the self-test during treatment/run, with high filter pressure and high return pressure alarms. No machine error codes. Treatment was terminated. Complaint description indicated that it was uncertain if blood was returned to the pt.